Manufacturer narrative:
Despite requests, either precise information about the incident nor x-ray pictures are available for analysis. The batch number of the involved filter is unknown. Consequently no thorough investigation can be performed. No conclusion can be drawn. B braun medical (B)(4) has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success. B braun medical (B)(4) is submitting this report to comply with 21 c.f.r. Part 803, the medical devic reporting regulation. This report is based on information provided to b braun medical (B)(4) as by the us importer and has not been substantiated by any verifiable information (e.g. Films or medical records) that could be used to investigate the veracity of the alleged incident.

Event description:
On or about (B)(6) 2015, patient was implanted with filter. On or about (B)(6) 2015, patient passed from complications related to ivc filter, including but not limited to, filter thrombosis, and multiple pulmonary emboli.